Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. On/off button was inoperable. Root cause was found to be a faulty keypad. Replaced keypad.

Event description:
It was reported that on/off button inoperable during testing. No patient injury reported.